Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had trouble rewinding the insulin pump and sometimes she gets no delivery alarms afterward. Customer stated that there is damage on the battery, reservoir, and lcd screen of the insulin pump. Customer does not recall details of the damage. Customer stated that one side is deeper on the drive support cap but she is not sure. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.